Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 27mm epic valve was selected for implant in a mitral valve replacement and cryomaze ablation procedure. Post bypass tee showed grade 2+ intravalvular leakage at the stent post. The valve was removed and a 27mm medtronic mosaic tissue valve was implanted. Bypass time was prolonged by 66 minutes. The patient has been discharged.

Event description:
On (B)(6) 2019, a 27mm epic valve was selected for implant in a mitral valve replacement and cryomaze ablation procedure. Post bypass tee showed grade 2+ intravalvular leakage at the stent post. The valve was removed and a 27mm medtronic mosaic tissue valve was implanted. Bypass time was prolonged by 66 minutes. The patient has been discharged.

Manufacturer narrative:
The reported event of intravalvular leakage could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.